Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional events for this patient reported on medwatch numbers 1825034-2016-00526 & 02530. Remains implanted.

Event description:
Legal counsel reports patient allegations of pain and stiffness post-implantation. No revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.